Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the reverse is not working on the drill was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that there was an unknown liquid inside the unit¿s housing labeling, the control units coupling contacts were corroded and the black wire insulation was damaged, and there was an unknown liquid on the plate for housing and motor shaft. It was determined that the cause of these conditions were due to improper cleaning and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the reverse mode on the small battery drive device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.